Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 400 mg/dl and dehydration. The cause for the reported issue was unknown; however, customer alleged the reported issue was may have been due to being dehydrated. Customer was treated with intravenous fluids and was released from the ER 4 hours later with a bg level of 222 mg/dl. Reportedly, upon being released from the ER the customer was stable.